Event description:
After a routine follow-up, the report from the programmer would not print due to an error message. No report was saved. The device remains implanted.

Manufacturer narrative:
January 08, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Since the device remains implanted, the programmer files were reviewed. The files showed two sessions. In the first one, the tests were performed and printing was successful. But the session ended abnormally after a print request and no report was saved by the user. In the second, the user only displayed already saved data and the session ended abruptly when print was selected. The abnormal end of session could not be reproduced or explained. Nevertheless, there is on consequences on device operations and can remain implanted. (B)(4). Log files from the follow up performed on (B)(6) 2008 were retrieved and sent for analysis (log files are files saved by the programmer containing the recent history of communications with the programming head, the implant, and the activation of the user interface. These files are not available to the user, but the user may send a copy to the manufacturer for analysis.). The analysis revealed that there were two sessions on (B)(6) 2008 related to this device: in the first one, the symphony dr (B)(4) was interrogated and some tests were performed; direct printing was done and was successful. But this session ended abnormally after a print request was started from the report screen. However, no report was saved during this session by the user. In the second one, the user only displayed already saved data, i.e. Aida data which were available. The session was also interrupted abruptly when "print" was selected from the report screen. However, the abnormal end of session could not be reproduced and explained. Nevertheless, this had no consequences on pacemaker device operations.